Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. The 2.50mm x 12mm nc emerge balloon was selected for post dilation of a stent. However, before reaching rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications.